Event description:
It was reported that, "the 3:6 drill got stuck in the sleeve cat #5650-1-713, while drilling femoral lug holes. Had to use a mallet to get it out. Were not able to advance the drill through the sleeve. Ended up using the 1:2 drill instead. Had to eyeball it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.